Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad trace. No ramping number on their own or scrolling bar moving anomaly noted. All operating currents are within the specifications no unexpected low battery, off no power or battery out of limit alarm noted. The insulin pump was also was received with scratched lcd window, crack on top right corner near display window. Crack reservoir tube window and crack reservoir near esc button dome, crack reservoir tube lip, crack battery tube threads and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 260 mg/dl. Troubleshooting was performed. The device was returned for analysis.